Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo 12.6; -15.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was reported as having angle closure with elevated iop iris dilated. On (B)(6) 2024 the lens was explanted. In a separate surgery the same day a shorter length lens was implanted. This resolved the problem. Cause of the event was unknown.